Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient was dropped off at the clinic and had the insertable cardiac monitor (icm) in hand. The device eroded through the patient pocket. No other device was implanted as a replacement. The device was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient was dropped off at the clinic and had the insertable cardiac monitor (icm) in hand. The device eroded through the patient pocket. No other device was implanted as a replacement. The device was returned for analysis. No adverse patient effects were reported.